Manufacturer narrative:
The cadiere forceps instrument was received, and failure analysis replicated/confirmed the customer reported complaint. The instrument was found to have a completely broken grip tip. A piece approximately 0.5260" x 0.2165" was found to be broken off. The broken piece was not returned.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument has been returned; however, the failure analysis evaluation has not been completed. A review of the provided image shows the clevis is broken, which has caused both grips to detach.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the tip of the cadiere forceps instrument broke while suturing. The tip was successfully retrieved through visual inspection, confirming all fragments were collected. No additional surgical procedure was required to remove the fragment. Post-operative tests, such as an x-ray or ultrasound, were not performed to check for remaining fragments. The procedure was completed robotically with a back-up cadiere forceps instrument. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object.